Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the left ventricular (lv) lead impedance alert triggered due to a low impedance value. The lv lead remains in use at this time. No further patient complications have been reported as a result of this event.